Event description:
It was reported the patient's ipg had become inoperable after an unrelated procedure where the device was placed into surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
A patient's ipg had become inoperable after an unrelated procedure where the device was placed into surgery mode was reported to abbott. Troubleshooting was unable to resolve the issue. As a result, the patient's ipg explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.